Event description:
The customer reported an erroneous total beta human chorionic gonadotrophin (tbhcg) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing of the original sample recovered lower tbhcg results within the normal reference interval, on the original instrument and an alternate unicel dxi system. The patient's urine sample analysis produced a negative result. The erroneous result was released out of the laboratory. The patient's surgery was delayed due to the positive result. There was no report of patient injury. There has been no report of patient outcome. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed a routine system check and high sensitivity system check, both passed within the instrument's specifications. The fse did not note any hardware issues. The unit conformed to the manufacturer's published performance specifications. The patient sample was collected in a lithium heparin plasma tube. The patient sample was not re-centrifuged prior to retesting. The customer noted sample integrity was good. All quality control (qc) results were within the customer's established ranges from (B)(4) 2012. Beta human chorionic gonadotrophin (bhcg) calibration curve from (B)(4) 2012 showed acceptable and passing results. A routine system check performed on (B)(4)2012, prior to the event, passed within the system's specifications. The cause of the incident is inconclusive.